Event description:
A patient called lifecor customer support to report that when one of his battery packs was inserted into his monitor, it responded to re-insert battery. Support asked him try again while on the phone. The monitor prompted him to press the response buttons, then after the response buttons were pressed, it prompted him to re-insert the battery. When this same battery pack is placed in the charger it gives no lights at all until the patient presses it down, then it gives a fully charged indication with battery fault light flashing. Support requested the patient performed a download. A review of the downloaded date received battery pack faults. The suspect battery was replaced.